Manufacturer narrative:
Product complaint # (B)(4). The initial report ((B)(4)) was reported in error. The bi-mentum product is not sold in the USA. Depuy synthes has no regulatory responsibility to report this instrument due to the event occurring outside of the USA.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During trial and implanting the final implant the trial cup and implant wouldn¿t come of the cup holder adapter. So the final cup came out of the cement. The surgeon need to re-implant the cup and hold it in place with the straight pusher. Describe the 'damage' or 'other' outcome malposition of the cup, with the risk of dislocation.